Event description:
The manufacturer was contacted rep dreamstation auto bipap, dom - recrt. The manufacturer received information that the patient alleging heart failure, dizziness, headache, kidney disease/toxicity and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.